Event description:
During a routine service call, a beckman coulter field service engineer (fse) identified the hemoglobin chamber was cloudy on a unicel dxh 800 coulter cellular analysis system in a customer's facility. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and replaced the hemoglobin chamber resolving the issue. (B)(4).